Manufacturer narrative:
Final analysis found that the outer insulation was abraded at 9.4 cm to 9.8 cm and 9.5 cm to 9.6 cm from the connector pin, due to friction with the device can. Abrasion was also noted on the outer insulation at 18.9 cm to 20.2 cm from the connector pin, due to friction with another device. The outer coil was exposed in all three areas. Analysis also confirmed that three out of the four filars of the inner coil were fractured.

Event description:
It was reported that the lead exhibited a capture anomaly. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.